Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient stated the homechoice did not do an initial drain, and that the homechoice was at fill one of seven and the fluid was not moving. The patient stated that there was no fluid in the patient line when they connected. The technical service representative advised the patient to check the patient line after prime and before connecting to make sure the patient line primes correctly. The technical service representative assisted the patient in ending therapy and advised the patient to start all over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.